Event description:
The plaintiff alleges that while working as a nurse they were exposed to antigenic natural latex proteins in latex gloves. Pt alleges that in 11/98, following a rast test, they were diagnosed as being allergic to latex. They further allege that they are now subjected to increased health risks, and is subject to an increased risk of anaphylactic reactions to latex products. Furthermore pt alleges that they have suffered substantial injury, pain and suffering, as well as economic loss, has incurred past and future medical expenses, and suffered mental pain and anguish. Finally the plaintiff's spouse alleges that they have suffered the loss of support, svcs and companionship of their spouse and loss of consortium.